Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurement and a high out of range shocking impedance measurement for the right ventricular (rv) lead. A few days later the patient presented to the hospital after receiving multiple inappropriate shocks due to oversensing of noise. Upon evaluation, the rv lead exhibited a high out of range pacing impedance measurement, with poor sensing measurements and pacing inhibition. The physician determined that the rv lead was fractured. A revision procedure was performed where the device and rv lead were replaced with competitive product. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.